Event description:
It was reported that during a procedure it was noticed that one of the gold cams came off of the brand new insertion handle that was just received as a replacement. The aiming arm will again need to be repaired or replaced. It did not affect the surgery. This complaint involves one unknown gold cam. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The gold cam came off the aiming arm.

Manufacturer narrative:
Service history review: lot no: 9088839: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 11 february 2015. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: in conclusion, there are two locking cams on the aiming arm. They are constructed that they can be disassembled by the customer for cleaning reasons. On one locking cam is the knob missing (component 60024778). The knob was fixed with a pin. A press fit on the knob is holding the parts together. On the other locking cam is the spring (component 5159932) not in the correct position. I is likely that they have been disassembled by the customer and the spring (component 5159932) was not put at the correct position any more. The function of the spring has been tested before shipment and it was correct. We checked the press fit on the knob which was assembled on the locking cam of the aiming arm. There is a press fit in place. The press fits are made by hand with a reamer done by the assembly staff. The second knob is missing. Therefore we could not investigate if a press fit was in place or not and we have no evidence for an assembly fault. No manufacturing related issue was identified and/or confirmed, however, it is most probable that the condition is a result disassembly and incorrect reassembly, therefore review to the specific prm and prm line is not applicable. During the investigation no manufacturing related issue was identified and/or confirmed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.